Event description:
It was reported that that the patient experienced loss of stimulation due to the migration and impedance of the spinal cord stimulator (scs) leads. The patient underwent a scs revision procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two and a half weeks prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-1216, serial number: (B)(6), batch/lot number: 756125, model/catalog description: wavewriter alpha 16 ipg kit, unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7081287, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI)#: (B)(4). Block d2b: lgw, qrb.